Event description:
A hospital in (B)(6) reported via our distributor that an rt340 adult dual-heated evaqua breathing circuit failed a leak test on an pb840 ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed a hole in the evaqua expiratory limb approximately 13 cm from the proximal connector on the returned rt340 breathing circuit. A lot check revealed one other complaint of this nature for lot 130226. Conclusion: based on the inspection conducted, the evaqua expiratory limb was most likely punctured by a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing is performed every (B)(4). If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. (B)(4). The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." The hospital correctly followed our user instructions and detected the reported damage during the setup check and before use on a patient.